Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the generator was used with a non-medtronic loop electrode. The surgeon set his coag to 220 and cut to 160. The electrode broke down the middle. This happened three times. Additionally a return electrode monitor (rem) pad was used and there was no issue. However, patient suffered a burn to their left hip area opposite of the grounding pad. Facility thought that it might be the result of the light resource that was laid on the patient during the case.